Event description:
It was reported that the patient's right ventricular (RV) lead exhibited noise, high voltage output issue, and a change in impedance, resulting in premature battery depletion on their pacemaker. No intervention was performed and the patient did not experience any consequences.